Event description:
Reporter stated there are black spots on the display of the infusion device and there appears to be condensation under the screen. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.